Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: it was not possible to remove the instrument from the tissue. The instrument had to be cut out of the tissue.